Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an infection after undergoing a surgery in which vascu-guard was used. At the time of the initial surgical procedure, the surgery was completed and there was no mention of any patient impact. Sixteen days post surgery, the patient was brought to the hospital for an incision and drainage procedure due to an infection that had developed (not further specified). The cause and the location of the infection was not reported (no further detail was provided). Five days later, the patient was treated with unspecified antibiotic beads (dose and the exact location was unspecified). No further information was provided regarding the patient's outcome from the event. No additional information is available.